Event description:
The plaintiff alleges that while working as a certified nursing aide and as a licensed practical nurse and as a registered nurse, plaintiff was exposed to latex gloves. Plaintiff alleges that in 1999, following an epicutaneous latex skin test, plaintiff was diagnosed by a dr as being allergic to latex. Plaintiff further alleges that plaintiff has become sensitized to latex, and is now subjected to increased health risks and an increased risk of anaphylactic reactions to latex products. Finally plaintiff alleges that plaintiff has suffered substantial injury, pain and suffering, as well as economic loss.